Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An infection in the device pocket was noted. It is unknown if the infection is related to the device or an unrelated procedure. The device and two competitor leads were explanted and replaced. The patient was stable with no adverse consequences.